Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The vein size target lesion was located in an internal shunt. After passing a non-bsc guidewire through, a 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 1 to 2 atmospheres for 1 second, the balloon ruptured. The device was removed without problem. The procedure was completed with another of same device. No patient complications nor injuries were reported.